Event description:
On jan. 31, my child was admitted to univ hosp for a cerebral angiogram with possibility of embolization for an avm. An or nurse came out approximately 1 -1/2 hrs. Into the procedure to let us know the neurosurgeon, dr. Had reached the aneurysm, that embolization was necessary, that everything was going great and she would come back in another couple of hours to update us. Approx 1-1/2 hrs later, the or nurse returned, saying that the embolization was about half complete, that dr was being very meticulous and that she would return in another couple of hours to report on the procedure. Within about 20 minutes, the or nurse returned and stated that the dr would be right out to talk to us. We were surprised that the procedure was already complete, because she had told us just a few minutes before that they were only half done. We were taken to another waiting room, assuming the dr would be out to see us right away. After about an hour, dr came out and told my husband and I that they were having a little problem waking him up and getting him to respond. She said that they would have to do another embolization procedure and then follow up with radiation to shrink it even more. In another 15 minutes, she told us they were taking him up to pediatric ICU. We went up and waited until they had him settled in his room. He was still not awake or responsive but his vitals were stable. At about 9:00 p.m., a different neurosurgeon, dr, came in and she stated that they were researching more on this "glue" and asked if we were aware that the glue had migrated. We said we hadn't been told anything about it. She then went over what happened that the glue had gone the wrong direction and got into his bloodstream. Dr said that it had traveled through his heart and lodged in his lungs and asked if we wanted to see an x-ray of his lungs. She showed us his lung x-rays and pointed out that all the spots we saw were actually the glue. Then she showed us an x-ray of normal lungs and they didn't have the spots. On our son's x-ray, the glue looked like "paint" had splattered all over his lungs. She said that for the next 12 hrs they would contact the mfg co., ask questions and see if this had happened anywhere else. Personally, she had never seen this happen before. We asked her what could be done and she said they could not remove it because it was all over and she would get back with us. Dr came in the following morning to check on him. We asked about the glue that had migrated to his lungs. She said that he wasn't having trouble breathing and she was not concerned. It took almost 24 hrs for him to wake up completely. Dr said they had used too much anesthesia because he took adhd medication and they thought he would need more than normal. Dr, the other neurosurgeon, came in that evening and said that the company told them there was nothing they could do, that it was in his lungs permanently, it was now a part of his body. She had no other info. He was moved to a regular room 2 days later. The pediatrician that attended the surgery came to see us and was concerned about the glue in his lungs. He advised us to let our family dr know and to have him refer us to a pulmonary dr and a pediatric cardiologist. My son was released on the next day. At that time, we again asked if they had more info about the glue. They said no. We are scheduled to return to dr in three weeks to schedule the next embolization. We have been unable to obtain any info about the effect that cardis trufill glue used in the operation may have on his lungs. We are extremely reluctant to have this same procedure again but are not sure what other options there are to correct the avm. Dates of use: 2008. Event abated after use stopped or dose reduced? No. Diagnosis or reason for use: to reduce the size of the avm.